Event description:
It was reported that patient underwent total hip arthroplasty and that a revision procedure was scheduled to remove the metal acetabular liner and replace with active articulation components. Additional information provided indicates that a revision procedure was performed on (B)(6) 2014 due to metal on metal symptoms of pain and fluid build-up. Additional information also indicates that the revision procedure was on the right hip. The date of implantation for the right hip is unknown. Information was also provided indicating that a left total hip arthroplasty was performed on (B)(6) 2011. There has been no reported revision procedure of the left hip.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient alleges a revision has been recommended due to an unknown reason. There has been no reported revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This device should not have been reported. This was implanted in the left hip on (B)(6) 2011 and there has been no reported revision procedure. Radiographs were received and evaluated and confirm that this component was implanted on the patient's left side. This component is polyethylene and would not contribute to the reported event of "metal on metal symptoms". The right hip revision procedure is being reported on medwatch number 1825034-2014-00879.